Event description:
Unomedical reference number (B)(4). Event occurred in the uruguay. It was reported that patient reported bent cannula on (B)(6) 2024. Customer reported bent cannula after 6 hours of insertion. Description of damage was bent cannula. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.